Event description:
The physician thought the filterwire ex device had too much play in it post deployment in the saphenous vein graft. Once he deployed it distal to the target lesion the filterwire's filter pulled back into the lesion then moved forward again where it disrupted the vein graft. The procedure was completed with a different device. The physician placed a stent into that portion of the vein graft. Pt reportedly suffered no adverse effects.